Manufacturer narrative:
Please note that additional information provided indicated that the actual alert date was (B)(4) 2013 as reported in the initial medwatch report. During the procedure, the micrusphere 10 platinum microcoil ((B)(4)) could be detached when it was trying to release with the conventional battery. It was reported that there was good electrical parameters without reaching the release, and at the time the word 'default" appeared. The battery and the cords were changed and the problem was still present. The sale representative attempted the same things with the battery and the cords but the problem was no solved. The coil was withdrawn from the aneurysm and other coils were used. The delayed in the case was unknown amount of time. There was no adverse event reported and the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. Therefore, no corrective actions will be taking at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the microsphere 10 platinum microcoil (sph10025020/ c10336) could be detached when it was trying to release with the conventional battery. It was reported that there was good electrical parameters without reaching the release, and at the time the word "default" appeared. The battery and the cords were changed and the problem was still present. The sale representative attempted the same things with the battery and the cords but the problem was no solved. The coil was withdrawn from the aneurysm and other coils were used. The delayed in the case was unknown amount of time. There was no adverse event reported and the device was not returned for analysis.